Event description:
It was reported that the patient complained of pain in their arm and at the implantable cardioverter defibrillator (ICD) implant site. The patient presented to the clinic where an implant site hematoma was observed. There was significant swelling at the implant site as well as swelling and bruising into the left breast area. The patient was put on pain medication and the ICD remains in use. The patient was a participant in the attain performa quadripolar lead study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. 4298 implantable pacing lead 2013 (B)(6). (B)(4).